Event description:
It was reported that upon removing the minirail from the pt, it was observed that the balloon separated. The complete system was then removed and the separated portion remained on the guide wire and was removed on the guide wire. No additional intervention was required and no pt injury was reported.